Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the calcified and severely tortuous distal left circumflex artery. After pre-dilation, a 2.5x20mm promus element stent was advanced for treatment but "came into contact with the calcified area" and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the calcified and severely tortuous distal left circumflex artery. After pre-dilation, a 2.5x20mm promus element stent was advanced for treatment but "came into contact with the calcified area" and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Update: device avail. For eval., returned to MFR. On, device evaluated by MFR., device returned to MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: a visual and microscopic examination of the device noted stent damage. Both ends of the stent were raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).